Manufacturer narrative:
Inspected 1 random opened/used sensor and perform continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. Sensor passed with accurate readings.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 220 mg/dl and sensor glucose was below 50 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.